Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the o-ring was dislodged from the clamp head. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. Visual inspection of the returned product found that the o-ring was disassembled from the clamp. Inspection also found tool/machine marks around the radius. Inspection of the o ring found no damages. Review of the device history record identified no deviations or anomalies during manufacturing. Surgical notes were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.